Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained right ventricular oversensing was noted on a stored egm via remote follow-up. Review of the egm indicated right ventricular lead noise. Programming changes were made. The patient was stable before, during, and after the programming changes.